Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant broke inside the joint. All pieces were removed from the patient and the procedure was completed with a backup device following a short delay. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. (B)(4).